Event description:
The patient's berlin heart pump was accumulating clots and the decision was made to change the external pump and the connector containing the clot to prevent embolization and possible harm to the patient. The pump and connector were changed on the event date noted in this report. The patient remained hemodynamically stable during the change out. According to the coordinators who work ventricular assist devices, they felt there was no need to return the pump to the manufacturer since there was no device failure.